Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 490 mg/dl. Customer stated elevated bg levels are due to taking steroid medication. Customer delivered a bolus and manual injections, and customer's health care professional recommended a temporary rate be set to bring bg levels back to target range. Tandem technical support guided the customer through setting a temporary rate.